Event description:
It was reported that the physician was attempting to deliver the stent via axillary access targeting the renal artery and was unsuccessful. The physician noted friction on insertion of the catheter into the 6 fr cook raabe 70cm sheath. The stent was seen partially dislodged under fluoroscopy. The physician removed the entire system and recannulated using a 7 fr ansel sheath and proceeded without difficulty. No harm came to the patient .

Manufacturer narrative:
On completion of the evaluation, a follow up report will be submitted.